Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A refractive coordinator reported a patient with an incomplete flap on the left eye during a laser procedure. It is unknown what caused the incomplete flap but the surgeon noted that suction might have been lost. The treatment was aborted and the patient will return at a later date to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified by the investigation. (B)(4).